Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 60000436 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and a vizigo and a clot was discovered. After flushing was conducted with the vizigo short, a trouble occurred and had to wait for several ten minutes. When the ablation catheter was inserted into the patient¿s body, the physician felt a snag and found clot. Resistance was felt. The clot was found prior to ablation. There were no error messages from the system or the irrigation pump. The patient has not exhibited any neurological symptoms.

Manufacturer narrative:
On 7-jan-2025, additional information was received indicating the clot was located at the hemostatic valve. The thrombus was found prior to ablation being done. The system did not present any error message and there was no alert from the irrigation pump. The physician felt resistance between the catheter and the sheath. The physician did not consider the clot to be excessive. After clot was removed, flushing was conducted, and the catheter was continued to be used. After that, the procedure was completed. The patient was not anticoagulated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).